Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the approved final investigation. Updated fields: d8, h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that mid-resection, a loop electrode broke inside the patient¿s cervix and had to be retrieved with hysteroscopic graspers. No unplanned imaging was required as there was a diagnostic hysteroscope in place to view where the broken device was. There was a minor 2¿3-minute delay to retrieve the 2 bits of black plastic. There was no patient injury, and the patient was discharged as planned.